Event description:
It was reported that patient's spine construct (c5-c7, a plate and allograft) was revised. Surgeon originally thought patient had pseudarthritis but intra-operatively, it was discovered that the screw at c7 was backing out, which led to the spring bar breaking.

Manufacturer narrative:
The customer reported event was confirmed by the rep to have implant migrated post op. A revision surgery occurred and the implants were not returned for examination as the hospital kept the explant. Manufacturing files were not reviewed because no lot numbers were provided. There were no new hazard/harms identified or breach of severity. It was also reported that there were no complications during initial surgery patient had average bone quality, did not experience a fall and activity level unknown. The surgeon noted that the patient had pseudoarthrosis and no fusion and believes this to be the cause. The most likely root cause is determined to be the patient condition.

Event description:
It was reported that patient's spine construct (c5-c7, a plate and allograft) was revised. Surgeon originally thought patient had pseudoarthritis but intra-operatively, it was discovered that the screw at c7 was backing out, which led to the spring bar breaking.